Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in the clinic with complaints of chest pain and shortness of breath. The pt was admitted into the hospital on (B)(6) 2014 for intermittent alarms. The pt stated that he heard a beep prior to admission and was unable to look at the system controller. No alarms were noted on the interrogation. Additional information was received from the vad coordinator that the pt was readmitted into the hospital approximately 23 days later for increasing shortness of breath. Echo was performed and showed possible thrombus at the inflow conduit. The hospital staff will be taking a CT and tee to confirm. They will also be obtaining hemolyzing labs.